Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1506, FDA patient problem code(s): 2199.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced needle and holder separate/spin out. The following information was provided by the initial reporter: translated to english. The customer stated "we found what appears to be a batch defect on epicranials (bd vacutainer safety lok 23g). When the client adapts the holder to take a blood sample, at the moment they strike the sampling tube, the holder automatically disengages from the epicranial, resulting in the risk of blood exposure accidents. Despite the fact that it is screwed to each tube, the problem remains the same. Someone has to hold the epicranial and the holder so that it does not become maladjusted in the thread."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and as a simulation test, each sample was connected to bd single use holder, and bd blood tube 6pcs were inserted per sample, as a result, it was confirmed no needle detached from the holder and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced needle and holder separate/spin out.the following information was provided by the initial reporter: translated to english. The customer stated "we found what appears to be a batch defect on epicranials (bd vacutainer safety lok 23g). When the client adapts the holder to take a blood sample, at the moment they strike the sampling tube, the holder automatically disengages from the epicranial, resulting in the risk of blood exposure accidents. Despite the fact that it is screwed to each tube, the problem remains the same. Someone has to hold the epicranial and the holder so that it does not become maladjusted in the thread."